Event description:
It was reported that during a hip surgery on an unknown date, the surgeon inserted the head into the cup, but there was no head mobility. Another cup was used to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Date of event - unknown. The explant was returned for evaluation. Evaluation found that when assembled into the bipolar head, the modular head rotates, but not with a smooth movement as designed. The head feels tight within the inner bearing insert. Dimensionally, the component met qa inspection and was to specification, but upon return, the inner articulating surface of the insert was 0.0017" undersize on the radius. Previous investigations have identified that there are possible affects on polyethylene during manufacturing resulting in the component being correct when measured and then change during the final sterilization processing. A preventive action was raised to investigate the effects of manufacturing processes on polyethylene. The insert being undersize is most likely to be the cause of the complaint issue.